Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe that the guidewire lumen was no longer adhered to the tip of the spline cage. The review of the image confirmed the reported allegation.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. The physician began by ablating the left superior pulmonary vein (lspv), then moved to the left inferior pulmonary vein (lipv), using the flower and basket configurations. After completing the basket configuration, the physician attempted to switch back to the flower configuration to address the right-sided veins. At this point, something unusual was noticed on the fluoroscopy. Despite moving the slider switch back and forth, the catheter did not change shapes. Upon removal, it was discovered that the guidewire lumen had detached from the distal tip of the catheter. Troubleshooting was performed, the catheter was replaced, and the procedure was successfully completed without any patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. The physician began by ablating the left superior pulmonary vein (lspv), then moved to the left inferior pulmonary vein (lipv), using the flower and basket configurations. After completing the basket configuration, the physician attempted to switch back to the flower configuration to address the right-sided veins. At this point, something unusual was noticed on the fluoroscopy. Despite moving the slider switch back and forth, the catheter did not change shapes. Upon removal, it was discovered that the guidewire lumen had detached from the distal tip of the catheter. Troubleshooting was performed, the catheter was replaced, and the procedure was successfully completed without any patient complications. The device is not expected to be returned as it was disposed.